Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was not reproduced. The reported symptom was confirmed during a review of the event history log. Engineering investigation identified the wireless battery module as the failing component. Corrosion of the positive battery terminal and contamination around the other three terminals was identified. Corrosion was also identified on the battery contact pins of the backflex. Intermittent connection to these contact pins can cause the battery not to charge properly. The pump rear case and wireless battery module were replaced.

Event description:
It was reported that a sigma spectrum pump powered off without user input. Patient was receiving a continuous veletri drip (programmed amount and delivery rate unknown) for pulmonary hypertension. The customer reported that the pump spontaneously shut off while the patient was walking with physical therapy. The patient began to feel chest tightness, heart palpitations, and shortness of breath. Physical therapist notified the nurse, the pump was reprogrammed and medication restarted. The exact amount of time that the patient did not receive the medication is unknown. The pump was subsequently changed for a new one and sent to bio-med. A continuous infusion of this critical, life-sustaining medication is necessary to maintain blood pressure and cardio-respiratory stability. Additional attempts were made to contact the customer to obtain further event details without success. The status of the patient post event is unknown.